Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation after walking through security. They also felt a throbbing in the leg and pelvis. Additional information was requested but not available as of the date of this report. A follow-up report will be sent if additional information becomes available.